Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, the perforation and effusion ar-patient codes cannot be confirmed by product analysis but were assigned cause known inherent risk of device, based on the field report. The non-specific product performance allegation was not confirmed, electrical continuity and hipot testing passed, and visual inspection showed no abnormalities. The following as reported patient codes cannot be addressed by product analysis that is, chest pain and discomfort are not confirmed. The following ar-impact codes were addressed with the same as analyzed coding as the perforation issue: life threatening illness or injury and imaging required. The "known inherent risk" conclusion code was selected based on the field report of perforation or pericardial effusion or cardiac tamponade which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain and discomfort. An x-ray was performed and found out that the rv lead perforated the right ventricle and was later confirmed with computerized tomography (CT) scan. A vascular surgeon was called in as well to do a pericardiocentesis. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced chest pain and discomfort. An x-ray was performed and found out that the rv lead perforated the right ventricle and was later confirmed with computerized tomography (CT) scan. A vascular surgeon was called in as well to do a pericardiocentesis. The lead was explanted. No additional adverse patient effects were reported.